Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. Sample 1: the initial sodium result was 146.2 mmol/l and the repeat results were 139 mmol/l and 139.2 mmol/l. Sample 2: the initial sodium result was 157 mmol/l and the repeat result was 142.9 mmol/l. The initial chloride result was 91 mmol/l and the repeat result was 105 mmol/l. The initial potassium result was 4.4 mmol/l and the repeat result was 3.9 mmol/l. Sample 3: the initial sodium result was 149 mmol/l and the repeat results were 139.1 mmol/l and 139.5 mmol/l. Sample 4: the initial sodium result was 152.9 mmol/l and the repeat results were 143.5 mmol/l and 144.7 mmol/l. Sample 5: the initial sodium result was 152.3 mmol/l and the repeat results were 137.9 mmol/l and 1138.8 mmol/l. The initial chloride result was 90 mmol/l and the repeat results were 103.6 mmol/l and 104.1 mmol/l. The initial potassium result was 5.2 mmol/l and the repeat results were 4.7 mmol/l and 4.75 mmol/l. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The field service engineer performed electrode cleaning and the customer performed calibration, qc, and precision with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the reference and cl electrodes on 13-oct-2023. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.